Manufacturer narrative:
Syncardia systems temporary total artificial heart (tah-t) instructions for use with the companion 2 driver system (c2-900011 rev 002) chapter 5 precautions 5.8 - manage the exit site in accordance with hospital procedures; 5.9 - use only water-soluble antiseptic cleaners around the exit site. Ointments may delay tissue in-growth around the cannulae; appendix a - patient selection and management driveline exit site management - take care to keep driveline exit sites clean and dry. Infections should be treated according to hospital protocol. Syncardia has completed its evaluation and is closing this file. Ce (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient had a driveline exit site infection which required debridement.